Event description:
On (B)(6) 2012, the lay-user/reporter called on behalf of the lay-user/patient alleging the onetouch ultramini meter is giving inaccurate high blood glucose. The patient reportedly started to obtain higher results than normal on (B)(6) 2012. The patient's insulin regimen was increased by 1 units based on the higher readings. Subsequently, the patient started developing symptoms described as "weakness, giddiness, and also fainted later on." According to the reporter, there was a comparison between the subject test strip lot 3254610 and another test strip lot 3187867. The patient reported blood glucose results of "104 and 137 mg/dl" with a lot 3254610 and "56 mg/dl" on lot 3187867, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because, the patient reportedly had symptoms that can be suggestive of hypoglycemia after taking insulin based on the alleged inaccurate high readings obtained on the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The retain test strips were tested and they passed testing with no faults found. (B)(46.